Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. The patient reported that in (B)(6) 2006 they had an abscess and had to have the pump replaced. No further patient complications were reported.